Event description:
Product analysis for the generator was completed. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
It was reported that the patient's generator was explanted due to experiencing a constant itch, and a loss of the ability to speak. It was noted that diagnostics were within normal limits. It was noted that at the time of reporting the relation of vns to the patient's loss of ability to speak cannot be fully confirmed. Explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿voice alteration¿ is not available. Proposed second level coding - voice alteration to capture hoarseness or other vocal changes livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Explanted product was received. No other relevant information has been received to date.